Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a dialysis catheter placement procedure, the cuff was allegedly not adhered well. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one hemostar dialysis catheter placed on a table. Blood residue were noted throughout the device. Suture was noted tied near the bifurcation. Caps and clamps were noted on both the extension legs. The investigation is inconclusive for the reported loosening of implant issue as the provided photo is not sufficient enough to confirm the issue and further the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the cuff was allegedly not adhered well. The procedure was completed by using another device. There was no reported patient injury.